Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. The customer went to the emergency room (ER) on (B)(6) 2025 with a bg level of 296 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Customer attempted to treat their bg with a bolus via pump and was monitored in the ER and received blood work to address bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.